Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 2000 mcg/ml gablofen at a dose of 1739.7 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient's catheter was "severed" and was leaking cerebrospinal fluid in 1-2 places and this was first seen during the catheter revision. It was unknown if the catheter was fractured while making an incision, or if it had been that way for a while. As an intervention the entire catheter was replaced. The issue was found with spiral computer tomography (CT) scan which was done last week. The dose was reduced down to 250 mcg/day since they didn¿t know how much the patient was actually receiving. The patient had been titrating up for the last year or so and then assumed there was a delivery issue based on the large dose with lack of effect. The rep was unable to say with certainty if the patient ever noticed an effect of a severed catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.